Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type extension product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances, loss of stimulation, and burning sensation was determined to be that one lead was broken when it was explanted. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having good relief, but suddenly felt either no stimulation or burning. Impedances on contacts 8-15 were almost all out of range high impedances. The entire system was revised and explanted. No further complications were reported.